Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) have a blank lcd on the user control panel was confirmed during the functional testing. The root cause was due to the defective processor board, as a result of normal wear and tear of the platform. The autopulse platform is a reusable device and was manufactured in may 2009 and is 12 years old, well past beyond the expected service life of 5 years. The reported complaint of the platform producing a noise upon power on was confirmed during functional testing. The root cause was due to the defective drive train motor likely due to wear and tear of the platform. During visual inspection, not related to the reported complaint, noticed crack on the lower right-hand side on patient's area of the top cover likely due to mishandling such as a drop. Top cover needs to be replaced to address the issue. The platform failed the initial functional testing upon power-on-self-test, noticed blank lcd on the user control panel, thus confirming the reported complaint. Noticed that the autopulse platform produced a noise due to the defective drive train motor. The archive could not be downloaded due to the defective processor board. The processor board and drive train motor needs to be replaced to remedy the issues. Waiting for customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn(B)(4)) was observed with the blank lcd on the user control panel upon powering on. Per user, the autopulse platform makes a noise that indicates that it powers on. The user used different batteries to troubleshoot, however, issue still persist. No patient involvement.